Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's most recent blood glucose was 300 mg/dl. Customer stated that she was not able to clear the alarm. Customer tried removing the battery but it did not resolve the issue. Customer stated that the buttons were not responding to clear the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.